Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sionblue, xt-r. Guide cath: launcher 7f jr4, cvis. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately calcified and 100% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified and stenosed lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the mini trek catheter may have aided the investigation in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the lesion was chronically totally occluded in the mid right coronary artery with no tortuosity and moderate calcification. After a non-abbott guide wire crossed the lesion, a non-abbott balloon catheter was advanced, but it failed to cross. Then, the mini trek was delivered and was inflated. However, during the second inflation, the mini trek ruptured at 10 atmospheres. The lesion was further dilated with two non-abbott balloons. The procedure was completed after a non-abbott stent was deployed. The physician assumes that the balloon rupture occurred due to strong calcification, which was observed during intra-vascular ultrasound (ivus) examination. No adverse patient effects were reported. No additional information was provided.